Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-00533. It was reported that the patient experienced inadequate pain relief due to lead migration. Patient reported having a few falls. The lead was explanted and replaced on (B)(6) 2018. The patient has effective stimulation post operatively.